Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system was giving intermittent pre-charge voltage errors. This error can intermittently prevent the system from booting up. There is no report of injury or death.